Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the customer's water system was contaminated and decontaminated it. A precision test and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial calcium result was 8.4 mg/dl. The customer's laboratory information system held the result, prompting them to repeat the sample. The sample was repeated on another c 701 analyzer and the result was 10.1 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2024. The alarm trace showed multiple clot detection and sample short alarms on the day of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.